Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro came on and would not turn off. This occurred while taking the last branch. Device was immediately pulled out and disconnected. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Maquet has not yet received the device for investigation. We will continue to pursue the return of the device and will submit a supplemental report upon completion of the investigation. (B)(4).